Event description:
Customer reportedly received results of 500 mg/dl and 120 mg/dl within 10 minutes on the aviva combo system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer will not be returning the system.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.